Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the right atrial (ra) lead was observed to have high capture thresholds. An x-ray confirmed that the ra lead had dislodged. The patient presented for an ra lead extraction, where the right ventricular (rv) and left ventricular (lv) leads dislodged accidentally from the extraction of the ra lead. The physician decided to explant all three leads. Upon implanting the new rv lead, the helix would not extend and a different rv lead was used. No malfunction was reported on the original rv and lv leads. The patient was stable after the procedure.